Event description:
It was reported that the customer was hospitalized twice within the past 6 weeks. The customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 600 mg/dl. She stated that when she was in the hospital she was placed on prednisone for her multiple sclerosis. The customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.